Manufacturer narrative:
The complaint of leakage on the 140149291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 5261079 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The customer reported additional information on 17-jul-2023. It was reported that the problem happened on (B)(6) 2023 during infusion. The solution being infused was normal saline. The leaking occurred within half an hour. The customer didn't check what pressure the pump was set at. No alarms occurred on the pump.

Event description:
The incident involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm. The reporter stated that they had a primary plum set that leaked from the filter. There was unknown patient involvement and no report of patient harm. This is the first of three reports.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.